Manufacturer narrative:
The meter has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Upon reviewing the meter reading logs on sept 9th, there was a record of 312 mg/dl per customer's complaint.

Event description:
Customer's mother reported receiving an inaccurately high glucose reading (312 mg/dl) from their freestyle flash meter. Customer's mother reported customer experienced symptoms of confusions, tremors/convulsions after waking up and reportedly "could not see her mother at that time". Customer's mother called paramedics and treated customer with some fruit juice and glucose gel.